Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an out of range (oor) lead impedance alert for brief elevation of superior vena cava (svc) impedance. The physician chose to turn the alert off and continue to monitor the patient through remote transmissions. The lead is still in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.